Event description:
It was reported that the patient's pump was "not functioning well and that the patient had a post spinal headache". The hcp planned to do troubleshooting; considering "revision". The patient outcome was unknown at the time of the report.

Manufacturer narrative:
(B)(4).